Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s926usqs4ayb3. Smartphone hardware: sm-s926u. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed, though the soft cannula was not visible in the bottom housing window. Inspection of the fluid path components found the soft cannula to be torn and shortened. The length of the soft cannula measured below specification at 0.5520 inches. It could not be determined when or how this damage occurred. The download data showed the device completed first and second priming sequences in the expected number of pulses. The pod delivered 1961 pulses before generating an alarm, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm stopped the delivery of insulin due to the empty reservoir. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. No problems were found that would cause a failure of the needle to deploy.